Event description:
Meter name: basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. A patient's spouse reported that when meter started the clean test area issue, the patient passed out a few times and people in the neighborhood had to bring the patient home. Their meter allegedly would only prompt message "clean test area". There were no results on their meter. Per patient's spouse, patient has not been testing self. There were no comparisons. No treatment due to issue. No further information has been reported.